Event description:
During the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached on its own without any current. No patient injury and/or complication occurred during the event. No medical and/or surgical intervention was necessitated.